Event description:
The sensor medics customer reported that the 3100a ventilator did not meet a performance spec. While temporarily removing the unit from the pt, it could not be restarted. The pt was not compromised.